Event description:
The customer received a blood glucose reading of 115mg/dl on the contour next link but was feeling weak and unresponsive. He was given orange juice by family members. Further information was not provided. Customer was advised to return the test strips for evaluation. New meter and strips were sent to him.